Event description:
It was reported that during an unknown procedure intra-operative the clips from the clip applier were applied on the bleeding vessel but failed to close and stop the bleeding. Procedure was completed with the use of a different device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).